Manufacturer narrative:
Concomitant products: 1688tc lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had varying pacing impedance that be came high causing an alert. The lead was explanted and replaced. No patient complications have been reported as a result of this event.